Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the patient reported that about 4 months ago she had seen a doctor who told her that her pump needed to be moved. She and her husband could tell that the pump had moved. Per the patient, her pump used to be closer to her stomach, but it was now closer to her hip. For the last 4 to 5 months she had been having excruciating pain in her lower back and down her leg and especially in her groin area. The severe sharp pain started in her groin and lower back and went down into her leg and it was unbearable. When she was lying in bed and moved her leg up, the pain started in her groin. Her doctor had increased her pump back in (B)(6) 2019 because her back was really hurting bad. Two to three months ago when she was getting into her truck, she heard an alarm. She called her husband and her husband said it wasn't the truck. She was at the doctor at the end of (B)(6) 2019 and told them how her back and leg hurt so bad. After that, an MRI of her back was done. She had the MRI a couple of weeks ago and her doctor said nothing had changed since the last one of her lumbar area. She was seen last week on (B)(6) 2019 to have the pump refilled. When she was waiting on the table for her pump to be refilled, she had the most excruciating pain in the groin area of her leg. The pressure down there was unbearable. Because of the pain she was having, she thought something may be pushing on her pump down there. When the doctor pushed on her pump, it felt like someone had taken a knife and stabbed her in the groin area. During the appointment, her doctor took the old morphine out to put new morphine in and "it was an 11 and should have been a 2". The patient di d not feel as though her pump was working correctly because of her pain. She was getting worse and worse each day. Per the patient, when they increased her pump 8% several months ago she noticed a big difference. Right now, she didn't notice anything. It was hard to walk. Her next pump refill appointment was at the end of (B)(6) 2019. No further complications have been reported as a result of this event.